Event description:
A customer reported to baxter (B)(4) an administration set in which a cut was observed. The alleged defect was observed before use. Therefore, there was no patient involved. There were no reports of patient injury, adverse events, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the luer lock was missing. Visual inspection at the tube end revealed sealing marks of the packaging machine. Thus revealing that the tube end, which contained the luer lock, was sealed and cut off by the packaging machine. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. However, as a corrective action sensors were installed on the packaging machines to detect any tube caught by the seal that may occur during the sealing of the pouch. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.